Event description:
Y-connector (2 ports) pulled apart at the "y". Junction, where it appears to be glued. This incident has occurred twice - placing the vascular access device at risk. Pt at risk for infection/occlusion delay in therapy.